Manufacturer narrative:
G4:19nov2020, b4:25nov2020 . The field service engineer replaced the power management board to resolve the reported issue and the device returned to full functionality. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The device was being used for treatment when the reported event occurred. Root cause for this reported issue was due to the solder connection of r31 is subject to solder connection failure, which can cause the device to unexpectedly shut down. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
It was reported to philips that the device shut down while in use on a patient. The device was in use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional onsite assistance.